Event description:
The pt's most recent injury was a subtrochanteric femur fracture on the right. This was treated on two months ago with an intramedullary nail with cephalomedullary fixation proximally. A medium length nail was used given the revision implants for the knee replacement. The pt had done well initially and at the two week visit was allowed to begin weight-bearing as tolerated. The pt ultimately developed significant pain after bearing weight. The pt presented to the emergency department, and radiographs were obtained. X-rays revealed failure of the fixation with breaking of the intramedullary nail at the level of the interlocking screw. The pt was admitted to the orthopedic service and surgery was done again last month. The MFR wanted to obtain the nail and review. The hospital has retained the nail at this time and will not be releasing it to the manufacturer.